Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received a potential false positive result using the sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay analyzed on the cobas liat system. The patient¿s same sample was sent out to be retested on a different platform at the state laboratory using their cdc end prevention 2019 novel coronavirus real time rtpcr diagnostic pcr assay that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Patient sample was collected using nasopharyngeal and 3 ml viral transport media. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient's sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. Re-tested samples using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platforms lods which may explain the observed result discrepancies. Low levels of amplification were seen for each of these runs which could indicate a sample with a low viral load near the lod of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).